Event description:
It was reported that during implant, the physician had difficulty inserting the lead connector into the atrial port of the pulse generator. The device was successfully implanted. The patient would be monitored.